Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified notification occurred indicating to change the cartridge. Customer's blood glucose level was approximately 80 mg/dl. Reportedly, the pump supplies were changed to resolve the issue and insulin delivery was resumed.